Event description:
It was reported that the irrigation was interrupted due to a separated irrigation port on the catheter handle. During an ablation procedure to treat atrial fibrillation in the left atrium an intellanav mifi open-irrigated ablation catheter was selected for use. The flow rates were set at 2 milliliters (ml) stand by flow, 8 ml low flow, and 15ml high flow. After 1 hour of operation time, the physician noticed that the irrigation port became separated from the catheter handle. Irrigation was interrupted but no error message was observed. The procedure was completed with another boston scientific catheter of the same model. No patient complications were reported and the patient's current condition is fine.

Manufacturer narrative:
The reported failure was confirmed through investigation analysis. Visual inspection revealed that the connection between the luer and irrigation tubing was fractured. Dried saline and body fluid was noted on the handle, shaft , tip, and inside the luer. A device history record (DHR) review was performed and no deviation was found. No manufacturing related observations were discovered during returned device analysis. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). The investigation conclusion code is design inadequate for purpose.

Event description:
It was reported that the irrigation was interrupted due to a separated irrigation port on the catheter handle. During an ablation procedure to treat atrial fibrillation in the left atrium an intellanav mifi open-irrigated ablation catheter was selected for use. The flow rates were set at 2 milliliters (ml) stand by flow, 8 ml low flow, and 15ml high flow. After 1 hour of operation time, the physician noticed that the irrigation port became separated from the catheter handle. Irrigation was interrupted but no error message was observed. The procedure was completed with another boston scientific catheter of the same model. No patient complications were reported and the patient's current condition is fine.